Event description:
Reportedly, during the regular follow-up on (B)(6) 2022, the noise oversensing, was observed. The lead impedance was 1095o. Since the battery voltage was also dropping, replacement of the ICD and additional lead are considered. Re-intervention is planned but the date not yet determined.

Manufacturer narrative:
Please refer tp the attached investigation report changed g3 - date received by manufacturer: 28/11/2022 as investigation closed.

Event description:
Reportedly, during the regular follow-up on (B)(6) 2022, the noise oversensing, was observed. The lead impedance was 1095o. Since the battery voltage was also dropping, replacement of the ICD and additional lead are considered. Re-intervention is planned but the date not yet determined.

Manufacturer narrative:
Please refer tp the attached investigation report changed g3 - date received by manufacturer: 29/11/2022 as new information were received on 29/11/2022 we were informed by the subsidiary that the subjected lead isoline 2cr6 s/n (B)(6) was explanted on (B)(6) 2022. As the lead was discarded in the hospital and is not available for analysis, the initially conclusion sent on 28/11/2022 will not change.

Event description:
Reportedly, during the regular follow-up on (B)(6) 2022, the noise oversensing, was observed. The lead impedance was 1095o. Since the battery voltage was also dropping, replacement of the ICD and additional lead are considered. Re-intervention to replace the subjected lead was performed on (B)(6) 2022. The lead was discarded and was not available for expertize.